Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the device's multi-function cable was replaced to resolve the malfunction. The device was recertified and returned to the customer. The multi-function cable was returned to zoll medical us and was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "cable fault" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.